Event description:
Customer complaint - limited information available: "I purchased this heating pad and stopped using it because it would overheat and burn me even on the lowest setting. I heard recently it has been recalled."